Event description:
It was reported that a positioning issue and perforation occurred. In (B)(6) 2011, a greenfield vena cava filer was implanted in a patient. In (B)(6) 2019, computed tomography (CT) of the abdomen revealed an inferior vena cava (ivc) filter present at level l3. The filter was tilted with all six (6) struts penetrating the ivc wall. The anterior strut abutted an adjacent small bowel lobe and the left lateral strut abutted the posterior wall of right common iliac artery.